Event description:
Although the instrument broke inside the patient all the pieces of the instrument were retrieved. As a result of difficulties with the instrument the procedure was delayed at least 40 minutes and the portal cannula had to be removed to retrieve the broken instrument piece.